Event description:
It was reported that in primary surgery, l3, l4 and s1 were fixed with xia because of the compressed fracture of l5. Both sides of the s1 screws were broken in (B)(6) 2011. The removal operation of all the implant was performed on (B)(6) 2011. The tips of the broken screws remained in the pt's bone.

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.